Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil located at proximal to the suture sleeve tie impression. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing was normal with no anomalies found.